Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports patient has been suffering from high blood glucose, which she attributes to the cannula. Customer advised that headset broke away from the teflon canula and from the adhesive plaster. No adverse event reported. A request was made for the return of the device.